Event description:
It was reported that the customer faced an issue with their pump as the screen was dark and wouldn¿t turn on. The customer's blood glucose level remained between 54-500 mg/dl, within the range, therefore there was no adverse impact on the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and agreed to return the problematic pump with a pre-paid label within 10 days. A replacement pump was to be sent by cts.